Event description:
The customer reported that the reservoir had large bubbles in it. During troubleshooting, the customer was able to prime out the air bubbles. Blood glucose level at the time of the incident was 114 mg/dl. The customer was advised to monitor the device and will not return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.